Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 400 mg/dl (customer's advantage 831) and 120 mg/dl (wife's advantage 850) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the advantage meter 850. Reference medwatch with patient identifier (B)(6) for the advantage meter 831.